Manufacturer narrative:
The reported observation of charging difficulty was not confirmed during electrical analysis. The root cause of the observation was not ascertained. Based on the charge event log the device charged normally when subjected to charging and had declared a full charge during several charge events. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced difficulty charging the ipg. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.